Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 3. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and perineal pain ("perineal pain"). The patient was treated with surgery (laparoscopy,salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and perineal pain outcome was unknown. The reporter considered pelvic pain and perineal pain to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and perineal pain ("perineal pain"). The patient was treated with surgery (laparoscopy, salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and perineal pain outcome was unknown. The reporter considered pelvic pain and perineal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion was (B)(6) 2014. Amendment: the report was amended for the following reason: upon receiving a internal confirmation, it was confirmed that cases (B)(4) and (B)(4) are duplicates of each other. All the information from the deletion case was transferred to retention case (B)(4). Reporter added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and perineal pain ("perineal pain"). The patient was treated with surgery (laparoscopy,salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and perineal pain outcome was unknown. The reporter considered pelvic pain and perineal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion was (B)(6) 2014 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.